Event description:
A male pt underwent an uncomplicated coronary diagnostic procedure in 2008. Prior to the mynx procedure, it was reported that femoral angiogram documented a potential dissection just proximal to the cfa access site, however, the physician proceeded to use the mynx device in which hemostasis was achieved without complication, and the pt was ambulated and discharged per standard hospital procedure. On five days later, the pt returned for follow-up with complaints of pain, swelling and redness at the access site. A doppler ultrasound documented a pseudoaneurysm (approx 3.7 cm) and the pt was referred for vascular repair, in which the pseudoaneurysm was repaired with suture. The pt reportedly tolerated the procedure well and was discharged the next day without further incident.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided, therefore a review of the lot history record could not be performed. There is no evidence that indicates the device did not meet specification and that it did not perform in accordance with its specifications and the IFU. The root cause for the pseudoaneurysm was not clear given that vessel wall disruption may have occurred with any combination of the initial stick, placement, removal, or manipulation of the procedural catheter, and/or placement of the mynx catheter and/or balloon for extravascular sealant placement.